Event description:
Paramedics attended to a person diagnosed in cardiac arrest. An attempt was made to monitor the pt's ECG using the device with disposable defibrillation electrodes. The device allegedly failed to display the pt's ECG and displayed only dashed lines. A 3 lead monitoring cable was subsequently used and the pt was diagnosed in a pea rhythm. CPR and drug therapy were administered and the pt transported to the hosp where an internal pacemaker was implanted. The pt expired an unreported period of time later. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition.